Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The caller stated that they plan to be an a lead revision for a patient today. The reason for the revision is that the lead was placed too high and is not matching the correct dermatome to provide effective therapy for the patient. Troubleshooting was not required. The issue was not resolved through troubleshooting. [See (B)(4) regarding anchor issue]

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.